Manufacturer narrative:
A leakage test was performed on the catheter per test method and leakage was confirmed. H6 results-microscopic examination revealed a puncture close to the metal connector, which could have been caused by a sharp instrument during implantation, therefore causing leakage. Customer claimes-"reported pt experienced symptoms of shunt malfunction (ventricle swollen). Response: visual showed catheter was not rec'd in its original package. Also catheter was broken, rec'd approx 22 1/2" (see photo). The catheter was visual examined and did not show any problem as stated by customer. Microscopic examination at the breakage end revealed jagged edge which could have been caused by a sharp instrument during the implantation, which caused the breakage. A flow test was performed in which water is injected through catheter and fluid flows freely throughout the end. These products are 100% functional tested during the mfg process and subjected to a qa sampling plan prior to releasing. Co went through co's device history records and no deviation was observed during the mfg.

Event description:
It was reported that a drainage catheter was placed in a pt on 11/13/1997 to reduce intracranial pressure. The pt was experiencing the rupture of cerebral aneurysms which caused subarachnoidal bleeding. Five hrs following the operation of lumbar drainage, the csf leaked from a crack in the catheter. The physician reported that the tip of the metal connector damaged the silicone catheter when the catheter moved by the pt's motion. There was no pt injury reported.